Event description:
A nurse reported the opical fiber illumination lamp burnt out during a vitrectomy procedure. The case was completed with an alternate system. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
With no additional, related information provided, the customer reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. The root cause cannot be determined conclusively. (B)(4).